Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip arthroplasty, (B)(6) hospital 16/03/2018. Before the surgeon used the angled cup inserter to implant the acetebular cup, he brought to the jnj representatives attention that the beige plastic locking device on the inserter was cracked. It had not broken off. Jnj representative was present during the case. Surgeon used the straight inserter on the set to complete the procedure. No delays in surgery.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.